Event description:
Reportedly, when interrogating a symphony dr 2550 pacemaker on (B)(6) 2019, the device was found in vvi mode (instead of safer mode) and the interface language was french (instead of english). The subject programmer did not allow reprogramming the pacemaker back to safer mode. Therefore, another programmer was used to reprogram the subject device. A review of patient files showed a pop-up message stating: ¿setting llogviews home to c:/ilog/views50¿. Interrogation of other devices (reply and kora) on the same day with the same programmer did not show any anomaly. On 21 february 2019, the smartview version 3.00 was reinstalled on the subject programmer and patient files dated 20 february 2019 could be opened: the interface language was english and no warning was displayed.

Event description:
Reportedly, when interrogating a symphony dr 2550 pacemaker on (B)(6) 2019, the device was found in vvi mode (instead of safer mode) and the interface language was french (instead of english). The subject programmer did not allow reprogramming the pacemaker back to safer mode. Therefore, another programmer was used to reprogram the subject device. A review of patient files showed a pop-up message stating: ¿setting llogviews home to c:/ilog/views50¿. Interrogation of other devices (reply and kora) on the same day with the same programmer did not show any anomaly. On (B)(6) 2019, the smartview version 3.00 was reinstalled on the subject programmer and patient files dated (B)(6) 2019 could be opened: the interface language was english and no warning was displayed.